Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient began experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was relocated from the left side to the right side. Postoperatively, the discomfort has resolved.